Event description:
Omnipod by insulet corporation. My pod had an occlusion error which happens a lot with this device. I have closely followed with manufacturer's installation instructions and still have problems with this product. I like the product but it can be a pain when these errors occur. I talked with their tech support people, and they stated they will no longer replace bad product free of charge. I changed my pod yesterday, and it should normally last for three days not one. I was sitting eating breakfast when it errored out. Dates of use: (B) (6) 2010 -- (B) (6) 2010. Diagnosis or reason for use: type one diabetes. Event abated after use stopped or dose reduced: yes.